Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced ongoing reflux and pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Pt's germ symptoms were improved until 2 months post-implant when the pt fell leading to a reported herniation of the stomach. Uneventful device explant on (B)(6) 2014. Pt underwent nissen fundoplication after explant of linx device.